Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the permanent cautery hook instrument would not register with the system. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. The instrument was placed on an in house system and driven. The instrument passed a recognition test. Failure analysis investigation also found the instruments pitch cable was broken. The pitch up cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.